Manufacturer narrative:
(B)(4). The suspect main printed circuit board (pcb) hasn't been received at this time by carefusion. If the suspect component is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (ventilator inoperable alarm, transducer fault alarm, and motor-fault alarm) while being tested. There was no patient involvement associated with the reported event.